Event description:
It was reported that the hahn implant guide system failed. The patient bone grade is noted as grade ii oral hygiene is not noted. The patient has o medical or dental history prior to implant. The patient presented on (B)(6) 2021 for implant placement on tooth #30. The tooth was extracted, and the implant placed immediately along with the healing abutment. The patient returned on (B)(6) 2022 with complaints of pain. Upon exam the provider notes an infection and a "failure to integrate." It was at that time the device was removed.

Manufacturer narrative:
The device has not been returned. If/when there is more information provided, a supplemental report will be submitted. The patients weight is not provided as it is not taken at the time of the appointment.

Manufacturer narrative:
CAPA 2023-006 the device has not been returned. However, the non-visual device evaluation has been completed and the results are as follows: DHR results the DHR was reviewed for lot# 6097386 and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results the packaged stock product is not applicable for review since no defect could be confirmed. Investigation methods/results customer has not returned the reported device for review to date. However, the non-visual device investigation has been completed. Root cause "failure to osseointegrate" is a common complaint in regards to implant failure. This occurs when the patient's bone does not integrate with the implant surface. The possible responses to this complaint could be attributed to various causes. Although the root cause for failure to osseointegrate is inconclusive and specific to each case, probable causes could be the loss of primary stability at the osteotomy site due to insufficient bone or poor bone quality; either the bone was too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, smoking, and lack of oral hygiene may also be contributing factors. IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in precaution section surgical procedures: "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual and copious irrigation. All surgical instruments used must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture or necrosis of the implant site. The proper surgical protocol should be strictly adhered to." IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." IFU 3027904 rev 3.0 (hahn tapered implant system) contains the following statement in warning section: "the implant site should be inspected for adequate bone by radiographs, palpations and visual examination. Determine the location of nerves and other vital structures and their proximity to the implant site before any drilling to avoid potential injury, such as permanent numbness to the lower lip and chin." Correction - d4 expiration date

Manufacturer narrative:
Additional data: h6: (health effect: clinical code, type of investigation code: 3331, investigation conclusions code: 22). Corrected data: a2, b5, h6 (health effect: impact code, type of investigation code: 4114, investigation findings code and investigation conclusions code: 4315). CAPA 23-006. Manufacturer reference: (B)(4).

Event description:
It was reported, that the hahn implant guide system failed. The patient bone grade is noted, as grade ii. Oral hygiene is not noted. The patient has no medical or dental history, prior to implant. The patient presented on (B)(6) 2021, for implant placement on tooth #30. The patient returned on (B)(6) 2022, with complaints of pain. Upon examination, the provider noted, infection. And that the implant failed to integrate and the device was removed. And a new implant was placed immediately along with the healing abutment. The patient is doing good, so far.